Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10), a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the user's understanding of device handling and reprocessing steps differed from olympus recommendations. The following information from the instructions for use (IFU) pertains to this event: "- reprocessing manual chapter 1 general policy states not to use the device with leakage. Be sure to perform a leakage test on the endoscope prior to manual cleaning. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and customer allegation was confirmed. Leak was noted on the switch. The bending section cover was cracked and had a pinhole. The light guide lens had tiny chips. The switch was cut. The scope cover and grip was missing the customer label. The scope connector cover name plate was missing. Minor buckling was noted on the light guide tube. The investigation is ongoing. A supplemental will be submitted in completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the colonovideoscope failed the dry leak test. It was then used on a patient by mistake. The device was reprocessed and passed the leak test. However, the device failed the subsequent leak test. There were no reports of patient harm associated with the event.